Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a rotator cuff repair, when the orange dial was turned to drive the anchor, two healicoil kl pk anchors shredded due to the torque that was created when driving the anchors. The doctor was able to pull the pk pieces of the anchor out of the patient while the metal tip remained in the patient with the suture running through it. Non-significant delay were reported and it is unknown if a back up device was available and how the issue was resolved. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. This case reports a breakage of the healicoil anchors during the procedure. Per case details, part of the anchor was retrieved, however the metal tip was not removed. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided, the root cause for the reported breakage could not be determined. We are unable to rule out a user vs procedural event as a contributing factor. The device IFU does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the distal tip of the implant is made of ti 6al-4v eli per astm f136. The healicoil anchor is implantable, biocompatibility is not an issue. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.